Event description:
The pt reported he did not receive a low battery alert on his insulin infusion device last week before the battery was depleted. He stated the down button on his infusion device has now stopped working. He said the button was hard to press for a couple of days before it stopped functioning. He stated the button is not flat and does not beep. The alarm history of the infusion device was not able to be checked as the down button was not working. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.